Manufacturer narrative:
(B)(6). Patient weight not available for reporting. Date of device breakage is not known. This report is for unknown 4.5 mm cortex screws. Part and lot numbers are unknown; UDI number is unknown. Partial part number provided: 214.8xx. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred on (B)(6) 2017 due to non-union and hardware breakage. The patient presented with a midshaft tibia fracture nonunion on an unknown date. The fracture was previously treated on an unknown date using a synthes 4.5 mm locking compression plate (lcp) 11-hole broad plate and ten (10) 4.5 mm cortex screws. Five (5) screws proximal to the fracture were broken. The surgeon removed the five (5) broken screws successfully with no fragments left behind in the patient. The other five (5) cortex screws and the 11 hole plate were removed intact successfully. The patient was revised using autograft bone from the patient¿s iliac crest and was replated with a 4.5 mm 12-hole lcp broad plate and ten (10) 4.5 mm cortex screws. Concomitant devices reported: 11-hole lcp plate (part 226.611, quantity 1), 4.5 mm cortex screw (quantity 5). This report is for five (5) unknown cortex screws, partial part number 214.8xx. This is report 1 of 1 for (B)(4).